Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: brown particles, clear fluids inside the device, and white particles. A leak test was performed and no leakage was found. A microscopic analysis was performed which identified the device was intact and functional. The fill test inspection was performed and found no blockage. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Health professional reported left side "autoimmune disorder, hives, and allergies." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of autoimmune disorder is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Connective tissue disease (ctd): concern over the association of breast implants to the development of autoimmune or connective tissue diseases, such as lupus, scleroderma, or rheumatoid arthritis, was raised because of cases reported in the literature with small numbers of women with implants. A review of several large epidemiological studies of women with and without implants indicates that these diseases are no more common in women with implants than those in women without implants.

Event description:
Health professional reported left side "autoimmune disorder, hives, and allergies." Device has been explanted.